Event description:
It was reported that the patient underwent a minimally invasive surgical procedure at l4-5 to treat spondylolisthesis at l4. It was reported that the break off set screw would not break off so the surgeon replaced the bone screw at l4.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Also see report # 1030489-2012-00332.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the thread. Measurement of the mas head width identified an out of specification condition on the head; unable to determine if the splayed head was the cause of the set screw thread jumping, or a symptom of intraoperative misalignment of the head after visual, optical and dimensional inspection, the above observations are consistent with intraoperative misalignment of the mas head and boss.